Manufacturer narrative:
Correction: (UDI no.) Device evaluation: post market vigilance received one device. The visual inspection of the returned product noted that dissector balloon was broken. The obturator, lock collar, trocar balloon and valve seal all appeared intact. The insufflation bulb was received. The inflation syringe was received. Pmv performed functional testing; the trocar balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal laparoscopic inguinal hernia repair, the unit physically broke and had a gas or air leaked. When the device was inserted to the patient, the physician noticed that the balloon was on abnormal condition. The balloon could not contain air and when the physician took out the device they found a tear in the middle of the balloon. They used a new device to complete the case. No patient injury.